Event description:
The customer reported that the device was displaying a red x. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.